Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested. There was no pt involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of the device running on its own could not be duplicated. Service and maintenance were completed on the device, and it was returned to the customer.